Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2015 with the following findings: on investigation, the alleged power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple pump reboot events in the pump history. No evidence of moisture intrusion was observed inside the battery compartment. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and no evidence of moisture intrusion or intermittent connections was found inside the pump. Unrelated to the complaint, the battery compartment was cracked below the grip pad.